Event description:
Fixation post reported to have broken during insertion. A delay was reported. A portion of the broken post was left implanted in the bone. No reported pt complications after surgery. Contact was unsure if the appropriate tap instrument had been used.